Event description:
The patient was revised due to the cup not being positioned anteverted enough causing the patient to dislocate.

Manufacturer narrative:
Examination was not possible as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation.